Event description:
Information was received from a consumer regarding a patient receiving dilaudid (10.0 mg/ml at 5.70 mg/day) via an implantable infusion pump. The indication for use was noted as spinal pain. It was reported the patient was supposed to get a refill on (B)(6) 2016, but missed the refill. The patient noted he did not have a doctor. The patient noted his low reservoir alarm date was (B)(6) 2016. The patient was having issues locating a doctor to fill the patient's pump due to insurance issues. It was noted they had already tried the doctors from the physician listings. The patient noted they may have to go to the emergency room (ER) if he did experience withdrawal. No interventions were mentioned. No symptoms were reported. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.